Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the infusion was stopped. There was patient involvement but no harm.

Manufacturer narrative:
Correction : annex b : b21. Annex c : c21. Annex d : d16. Additional information : device available for eval? Returned to manufacturer on, device return to manuf .? Device eval by manufacturer? Annex a : a040502, a090202. Annex g : g0405203, g05005. Annex b : b01, b14. Annex c : c23, c0201. Annex d : d11, d02 h3 other text : see manufacturer narrative.

Event description:
It was reported that the infusion was stopped. There was patient involvement but no harm.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Annex a: a040502, annex g: g0405203. Additional information: manufacturer narrative annex a: a040601, annex g: g04061. Investigation summary: the complaint that the infusion stopped was not confirmed through log review or reproduced during laboratory testing. Laboratory testing found the customer¿s syringe module to be operating within specifications and successfully completed an infusion without any alarms or errors. The pcu device and logs were not received for investigation; however, the customer¿s syringe module was received for investigation. A review of the syringe module error log showed no errors were recorded on the reported event date or the last known infusion. The reported event date was reported to be (B)(6) 2022; however, there was no event occurred on the reported date. The last known infusion was observed to be programmed on (B)(6) 2022. A review of the syringe module event log observed the device was last programmed on (B)(6) 2022 at 5:02 pm with a rate of 0.33ml/h and vtbi of 12.2374ml. The infusion was stopped thirty-two (32) minutes later due to the ¿channel off¿ key being manually selected. External and internal inspection of the source device found no anomalies. The system was being used for treatment purposes. Root cause: the root cause of the complaint that the infusion stopped was not identified. The returned device was thoroughly tested, and no fault was found during testing. Note that imdrf annex a090202, a040601, c0201, c23, d02, d11 and g05005, g04061 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the infusion was stopped. There was patient involvement but no harm.